Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that approximately half of a 1.5mm drill bit broke during a chevron osteotomy procedure on (B)(6) 2017. Standard x-rays taken during the procedure showed the broken fragment in the patient. The surgeon did not attempt to retrieve the fragment. A backup drill bit was available to proceed with surgery. The procedure was successfully completed with an approximately two minute surgical delay. No medical intervention was required. Patient status/outcome was reported as unknown. This complaint involves one device. This report is 1 of 1 for (B)(4).